Manufacturer narrative:
Conmed received the broken spectrum autopass suture passer needle for evaluation. Visual inspection of the returned needle confirmed the reported breakage and noted that the device has a dark discoloration. The broken tip portion was not returned. The device was sent to an independent laboratory testing and no material defects were found. To date this is the first complaint received for this device. This is a limited release product. A review of the device history record showed this lot was manufactured on 20-feb-2015 in a lot of (B)(4) units with no noted discrepancies during the manufacturing process that could have caused or contributed to this problem. No similar complaints have been received for this item and lot number combination. Use of this product is technique dependent and the risk analysis has been deemed acceptable per npqe monitoring. This needle shaft and blade are made of (B)(4) super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Ntinol is used in vascular stents, valve patches and orthodontic devices. To date, there has been no patient long term adverse effect reported resulting from this type of incident. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The customer reported that during use of the spectrum autopass suture passer needle with the spectrum suture passer in an arthroscopic shoulder rotator cuff repair, the tip of the needle broke off after one pass. As reported, the broken needle tip was retrieved from the patient's shoulder. The procedure was completed using the same suture passer and another disposable needle with no further complications or serious injury to the patient. The patient was discharged as per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
As of this filing, the damaged suture passer needle has been returned/received from the user facility for evaluation. The investigation is in process and a supplemental and final report will be filed upon the completion of the investigation.